Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was missing the retaining pins which allowed the function ring to come off, preventing the bearing sleeve from being removed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out components from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during a minimally invasive posterior lumbar interbody fusion (plif) surgery through a tube, it was discovered that the pin came out of the attachment device and the skirt separated from the bearing sleeve device. It was further reported that the bearing sleeve device was still stuck in the attachment device. There was a one minute delay in surgery. A spare attachment device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.